Event description:
At 11:50 am 12mm trocar sleeve shattered during lap assisted vaginal hysterectomy. Trocar removed & breakage was examined. Some pieces were missing. At 12:05 pm the surgeon re-entered abdomen & found two pieces of broken trocar & received them. Abdomen was thoroughly irrigated & suctioned. Broken area of trocar was (is) not radiolucent.